Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/04/2015 with the following findings: review of the black box data revealed multiple records of call service alarm (064) indicating occlusion with high force. On investigation, the pump was exercised for 24 hours without duplication of the call service alarm. Rewind, load and prime steps were successfully performed during investigation. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. The pump was found to be operating within the required specifications without malfunction. Unrelated to the original complaint, the battery compartment was noted to be cracked along the case seal.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).